Manufacturer narrative:
Device evaluation: visual inspection performed and found cracked right plunger case. Unable to view event history log due to blank screen with constant alarm. The problem was duplicated once it was found that a blank screen with constant alarm at power up. The cause is due to incomplete update process by customer. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a direct history review was not performed. A service history review identified this device has not been in for service previously.

Event description:
It was reported that the pump alarmed when powered on and has a blank green screen. No patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.